Manufacturer narrative:
Based on the complainant event description, and the fact that bone marrow was drawn, waismed can assume that the needle was placed in the marrow cavity following properly device activation. The device has not been returned for investigation. Devices from the same lot number from the archive were used for evaluation. The investigation is ongoing. Waismed will continue to monitor and trend related events. Because field in this report is mandatory, malfunction was marked, but based on the above, the malfunction was not established, and waismed assumption is that the device was activated properly.

Event description:
It was reported that the nio deployed in the left tibia of the patient. After flushing, it was reported that bone marrow was present and needle placement in the marrow cavity was confirmed. Several minutes after deployment, patient's leg appeared swollen in comparison to his right leg. The patient became responsive to treatments after access via different io needle was placed.

Event description:
It was reported that the nio deployed in the left tibia of the patient. After flushing, it was reported that bone marrow was present and needle placement in the marrow cavity was confirmed. Several minutes after deployment, patient's leg appeared swollen in comparison to his right leg. The patient became responsive to treatments after access via different io needle was placed.

Manufacturer narrative:
Based on the complainant event description, and the fact that bone marrow was drawn, waismed can assume that the needle was placed in the marrow cavity following properly device activation. The device has not been returned for investigation. Devices from the same lot number from the archive were used for evaluation. The investigation is ongoing. Waismed will continue to monitor and trend related events. Because field in this report is mandatory, malfunction was marked, but based on the above, the malfunction was not established, and waismde assumption is that the device was activated properly.